Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Bi-metric reamer fractured during procedure and patient retained fragment.

Manufacturer narrative:
A retrospective review of file was performed on october 9, 2007. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current information is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Cause of fracture has not been concluded.